Event description:
A baxter representative called to advise the facility nurse manager reported patient receiving hemodialysis therapy and using and exeltra 150 single use dialyzer experienced hemolysis during treatment. During a follow up call on (B)(6) 2010, the nurse manager stated the event occurred on (B)(6) 2010. The patient experienced hemolysis during treatment. Reportedly no blood leak occurred with the dialyzer and there were no blood leak alarms on the gambro c3 machine. Blood was noted in the dialysate line of the tubing. Reportedly, the patient had complained of chest pain 40 minutes into the treatment. The patient asked to therapy about 1:40 minutes into the treatment. The physician wanted the patient to complete the treatment. The patient was taken off treatment and the nurses recognized hemolysis when the patient's blood was rinsed back. There was no blood loss to the patient. Three blood samples from the patient were sent to the lab which confirmed hemolysis. The 1st sample was from the fistula, the 2nd from the patient's arm and the 3rd sample at the peripherally inserted central catheter (PICC) line. All three samples were positive for hemolysis. The cardiologist stated there were changes in the patient's cardiac status. She stated that the patient was hospitalized at the time of the dialysis treatment. The patient was transferred to the (B)(6) hospital. No addition information is available. It is unknown why the patient was transferred to an alternate hospital. The nurse manager has the actual dialyzer sample. However she is not sure if the facility will retain the actual sample. Two companion samples are available for evaluation. The dialyzer was not reused and is a single use dialyzer. The patient status and outcome is unknown at this time.

Event description:
Spoke with nurse manager on (B)(6) 2010 and received the following additional clinical information related to the event: the female patient had been hospitalized for three months related to aspiration pneumonia and had just returned to the clinic for hemodialysis. At the time of the event, the patient was noted to be anxious and began to cough indicating she was experiencing chest pain. The pain was thought to be related to the coughing and the patient was given lortab two tablets for the pain. Therapy was continued. The patient reportedly slept and upon wakening again complained of chest pain. At that time, the hemolysis was noted. Reportedly, the patient oxygen saturation level was decreasing (level unknown) and she was placed on oxygen per nasal cannula (liter rate unknown). The physician wanted the patient to receive a transfusion and continue hemodialysis however, within a short time it the decision was made that it would be prudent to transfer the patient to the university hospital of (B)(6) as the equipment at the hospital is more sophisticated and better able to handle the situation. The patient was transferred. The patient remained at the university hospital of (B)(6) for two weeks however, the medical interventions are unknown. The patient outcome was good and the patient has returned to the clinic and continues on hemodialysis. The facility reportedly has completed a root cause analysis and the cause of the hemolysis is undetermined.

Manufacturer narrative:
(B)(4). Two companion samples are available and have been requested to be returned for evaluation.

Manufacturer narrative:
(B)(4).